Event description:
On (B) (6) 2010,the lay user/pt contacted lifescan alleging that the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt contacted a nurse about a reading that she thought was high but did not say what the reading was. The pt was advised to increase her dose of diabetes medication and took 30 units of monotard insulin instead of 26 units based on the 12.6 mmol/l reading. She said that after this,the pt was sweating and was changing color, symptoms she says are indicative of hypoglycemia although she does not know how much time passed between taking the insulin and getting the symptoms. The pt had some lucozade and a slice of toast to treat the symptoms. She said she had another hypoglycemic episode and she was taken to the hosp where the reading on her meter was 12.6 mmol/l on the lifescan meter and 2.6 mmol/l on the hosp meter performed within 30 minutes of each other. The pt usually takes 26 units of insulin at breakfast and at dinner and only changes her insulin dose if the nurse advises she change it. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The unit of measure was set correctly at the time of testing. The test strips were within exp dating. This complaint is being reported because the pt alleged the meter read inaccurately high, took additional insulin based on the results, and suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.